Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. Both devices used in the procedure were returned for investigation, but it was not identified which device was related to the uterine perforation. Both devices have the same lot number so the serial number of the related device is unknown. The returned devices were both received and tested. The devices successfully passed the resistance data (eap), cavity integrity assessment (cia) and ablation testing. The product performed as intended during laboratory testing. No visual imperfections were noted with the device electrode array. The reported complaint and adverse event cannot be confirmed. This observation will be monitored and trended. Internal complaint reference: (B)(4).

Event description:
It was reported that during a novasure endometrial ablation the device would not open in the cavity. It was removed and tested outside the patient, but when re-inserted in the patient again the array positioning light came on. A second device was opened and a perforation occurred. The case was aborted and the perforation was not treated. The patient was released.